Event description:
Consumer stated the controller of the heating pad caught on fire and started smoking. She received blisters from the controller. There was no indication that the consumer sought medical attention.